Event description:
International affiliate reports that competitor¿s products were explanted. During insertion of depuy synthes spine mis cortical fixation fenestrated polyaxial screws, the heads of two screws separated from the screw shanks. Removal of the shanks is reported to have been complex. The difficulty resulted in a delay to the procedure of two hours. The affiliate reports that the patient did not experience any adverse consequences. See mfg medwatch report no. 1526439-2014-11302 for the first screw for which the head separated from the shank intra-operatively.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mis ti cfx fen poly 8x55 screw shows no apparent damage and remains in one piece. A review of the device history record for the mis ti cfx fen poly 8x55 found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis for the mis ti cfx fen poly 8x55 was conducted on the product code as changing the shank or diameter would change the forces placed on the screw. In this case, there was no harm to the patient, however the potential for harm exists if this fault were to recur. A review of the design failure modes and effects analysis (dfmea) number dva-104209-drad revision d, was conducted and the failure mode was found to be accounted for and it was determined that the benefits of the device outweigh the risks. As such, no further trending action will be taken as a part of this complaint file. The root cause for the mis ti cfx fen poly 8x55 head separating from the shank cannot be positively determined. However, it is most likely due to unanticipated forces being placed on the screw during insertion. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.